Event description:
The customer reports observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing when using tnih lot 115. The initial results were reported to the physician who questioned the results. The customer drew a new sample and processed on the alternate atellica im analyzer. The newly drawn sample result recovered lower than the initial result and was considered correct. The newly drawn sample was repeated on the original analyzer and obtained similar lower result. Then the customer repeated the original sample on both original and alternate analyzer. Both repeat results recovered lower than the initial elevated result. All low results were considered correct, and the result of 40.74 pg/ml was reported to the physician(s). Due to the high tnih result, the patient was hospitalized and also given heparin. There are no known reports of patient adverse health consequences due to this event.

Manufacturer narrative:
A united states (us) customer contacted the siemens remote services center (rsc) and reported an observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing when using tnih lot 115. Quality control (qc) were within acceptable ranges. Siemens review the instrument data and reagent issues were ruled out based on review of quality control (qc) which showed recovery within acceptable ranges. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse performed total service call and observed no instrumental issues. After the service visit, precision run was performed and results were acceptable. Qc had been stable and close to mean value. Based on the siemens evaluation, it is concluded that the sample integrity issue potentially contributed to the elevated tnih result. The customer is operational and the reported event was resolved by routine troubleshooting.